Manufacturer narrative:
Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with scratched casing, minor scratches on lcd window, missing reservoir tube o-ring, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, peeling keypad overlay, cracked select button on keypad overlay, peeling end cap address label and corrosion in battery tube. M.s. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir compartment was damaged. Insulin pump would need to be replaced. Customer's blood glucose was unknown.